Event description:
Reportedly, the device infuses fast. The pump was not being used on a pt at the time; it was being tested.

Manufacturer narrative:
Device evaluation results will be provided, when evaluation is completed.